Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was not successfully implanted as it exhibited loss of capture and no sensing and no impedance measurements. The lead also exhibited helix retraction issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 33 cm from the terminal end. Allegations were confirmed due to the fracture. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture.

Event description:
It was reported that this lead was not successfully implanted as it exhibited loss of capture, no sensing and no impedance measurements. The lead also exhibited helix retraction issues. No adverse patient effects were reported.